Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) and continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. Treatment was not reported. At the time of this report, the patient had not recovered from the peritonitis event. Action taken with dianeal therapy was not reported. Additional information was requested but is not available.